Event description:
The customer contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. This occurred on the homechoice pro (hcp) during use, during drain 6 of 6. The technical service representative (tsr) assisted the caregiver (cg) with clearing and explaining the alarm. The cg stated that they expected a higher ultrafiltration (uf) because the home patient (hp) uses 1.5% solution normally, but the previous day's uf was very low so last night they used 2.5% solution. The tsr reviewed the cycle by cycle uf. The cycle 6 uf was equal to960ml, cycle 5 uf was equal to 10ml, the cycle 4 uf was equal to 10ml, the cycle 3 uf was equal to 10ml, the cycle 2 uf was equal to 9ml, and the cycle 1 uf was equal to -110ml. The fill volume was set to 800ml. The hp was performing tidal therapy. The cg stated they would call the registered nurse (rn) to advise them of the alarm. The cg stated the hp was fine and had no symptoms. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she was made aware of the event. She stated she believed the overfill was caused from the patient using a higher strength solution. The nurse stated that the patient has not had any reoccurrences of the high drain alarm. She stated that the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported iipv was confirmed based on reported drain volumes. The cause was use error, tidal total ultrafiltration removal was set too low due to use of higher dextrose solution than usual. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv - pediatric.